Event description:
The event occurred in the USA during treatment. A cracked touchscreen was reported. The customer was removing the device from cart to the patients bed and hit a solid object. The cardiohelp was replaced. Patient dates were requested but will not provided by customer.no harm to any person has been reported.as the cardiohelp was replaced a report is needed.complaint ID:(B)(4).

Manufacturer narrative:
A follow up will submitted when addtional information become available.note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.